Event description:
It was reported that resistance was observed upon delivering the sfr4-3-20-10 3x20 solitaire stent. There was said to be no patient involved with the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that vessel tortuosity was moderate. Catheter resistance occurred in the middle part. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the solitaire or catheter after removal. The catheter used was unknown. The cause of the resistance was not determined.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the solitaire x device was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no bends or kinks were found with the solitaire x pusher. However, the solitaire x marker coil was found pulled back from the stent¿s proximal marker for ~0.6cm. The stent was found still attached to the pusher and in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ report could not be confirmed. The catheter used in the event was not returned and an analysis could not be performed. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.